Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported :monitors are not alarming when the patients are in the rooms. It only shows one patient at a time. The monitors are not linking up to the patients rooms. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.